Event description:
It was reported that during an implant attempt the right ventricular (rv) lead had low sensing values. It was noted that the physician "felt that there may be a defect in the lead" and a "sensing problem". The rv lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the full lead was returned and analyzed. There were no anomalies found. It was noted that the proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut, and there was blood in/on the helix/lobe mechanism. It was visually noted that the lead was damaged at implant.